Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. There was no autopsy performed. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 lvas cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2019. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 lvas, serial number (B)(6), was not explanted and no autopsy was performed. No further information was provided by the account. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.